Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for occipital neuralgia and spinal pain. Information was reported that where the patient's ins is implanted is so hard to deal with it on the patient's back. The patient stated she wanted it on the front side of her body. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-oct-10 reporting that the patient had lumbar and cervical fusions. It was also reported that the patient had to operate the programmer and twist while holding the programmer and cord over the magnet to reset the device. The stimulation turned off and the charger showed the "call your doctor" icon. The patient had to get new batteries for the programmer because it did not change settings. It was noted that it was difficult to operate. The consumer stated that no further actions after calling patient services were scheduled but they would like the device moved to the front of their body. The issues had not been resolved. No further complications were reported.